Event description:
It was reported, that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted, that the right atrial (ra) lead and the right ventricular (rv) lead had dislodged and failed to capture. Fluoroscopy was performed. Which confirmed, the dislodgement of both leads. During the repositioning procedure of both leads, it was noted, that the helix of the rv lead had failed to extend after multiple attempts. Therefore, the rv lead was explanted and replaced. Meanwhile, the ra lead was repositioned successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
An event of device dislodged or dislocated and failure to capture resulting in no clinical signs, symptoms or conditions which was addressed by additional surgery was reported. The low voltage lead is implanted - reoperation or repositioning completed and was not returned. Gfes were performed to find out about if the repositioning of the lead was successful, was any diagnostic imaging performed and were any electrical anomalies noted from the dislodgement. Information received indicates that lead was repositioned successfully, fluoroscopy was performed which confirmed the dislodgement and lead had failed to capture. The device history record (DHR) was reviewed; there were no non-conformances or rework associated with this batch/lot/serial number. The reported event of device dislodged or dislocated and failure to capture was able to be verified by the field representative. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: the conclusion statement should not have been included. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.